Event description:
The customer reported a speaker malfunction error message. It could not be established whether there was audio loss or not. No patient harm was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.